Manufacturer narrative:
A diameter measurement and hardness test were conducted on the returned device. The conclusion that was provided in the first follow-up report remains as-is. The critical diameter of the drill was observed to be 4.42mm as required against a range of 4.40mm ¿ 4.50mm. Similarly, the average hardness of the drill was observed to be 60.2 hrc as required against a range of 58.0 hrc ¿ 62.0 hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications.

Event description:
It was reported: during the operation, the tip of the driver broke. There was no debris remained inside the body.

Event description:
It was reported: during the operation, the tip of the driver broke. There was no debris remained inside the body.

Manufacturer narrative:
Correction: section d4 (lot #). The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received screwdriver bit shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows signs of slight rotational deformation/waves. Absence of plastic deformation indicates that the breakage was instantaneous due to high torsional and bending overload. However, it cannot be excluded that residual stress from previous usage also contributed in the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional and bending overload. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: during the operation, the tip of the driver broke. There was no debris remained inside the body.